Manufacturer narrative:
Reliability analysis inspected two opened and used reservoirs and performed pre fill reservoirs test. One reservoir failed per inspection. The reservoir transfer guard needle was occluded. The remaining transfer guard needle passed per inspection. Both plungers were easy to remove. (B)(4).

Event description:
Customer's mother reported that four of customer's reservoirs had plungers that were not threaded correctly. Customer's blood glucose is 189 mg/dl. Customer stated he is unable to remove the plunger rod. This was a past event. Customer was advised to use another reservoir. Two of the faulty reservoirs were sent back for analysis.